Event description:
It was reported that the auto post ventricular atrial refractory period (pvarp) was playing out, and the atrial lead exhibited undersensing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.